Event description:
As reported by the user facility: reports the caresite valve leaked at the access point onto the patient and bed. The caresite was changed and the leakage stopped. The valve was connected to an infusomat set with chemo infusing. The valve was in use 48 hours with the last 16 hours infusing chemo. The drugs used were ifosfamide and mesna.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used caresite valve, without packaging, was received for evaluation. Two cracks, one on each parting line, were observed at the female luer lock of the molded caresite valve body (cavity # 19b). The cracks started from the top of the valve and extended down to the bottom of the luer threads. Stress marks were evident at the area of the cracks. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.